Event description:
It was reported that it was discovered the day after the implant, that the lead had dislodged. During the lead revision, the setscrew fell off when reconnecting the lead, the physician was still able to connect the lead after retrieving the set screw. After the lead was connected, noise was found. A grommet hole problem was confirmed. The device was then replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4). - the device was returned and analyzed. Analysis showed that there were no anomalies found. It was also noted that the grommet was damaged.